Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records: (B)(6) 2015: the patient was diagnosed with an incisional hernia and underwent repair with implant of a bard/davol sepramesh ip. (B)(6) 2018: the patient was diagnosed with a recurrent incisional hernia and underwent excision of previous mesh sepramesh, repair of recurrent incisional hernia with implant of a non bard/davol ¿surgimesh,¿ bilat component separation and extensive lysis of adhesions. Per the operative report details, ¿the previous mesh sepramesh was sucked into the large incisional hernia. This was carefully excised. The abd cavity was entered. There was significant adhesions of bowel and omentum to the mesh. This was all taken down. The mesh was then removed and sent to pathology.¿